Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. FDA registration # mw5091534.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device from a previous procedure was lodged within the channel of the colonoscope that was used during a colonoscopy with polypectomy procedure performed on (B)(6) 2019. During a colonoscopy procedure performed on (B)(6) 2019, a resolution 360 clip grasped and locked onto tissue, but failed to release from the catheter to deploy and became lodged inside the channel of the scope. This scope was removed from the patient and sent for cleaning and disinfection, and the procedure was completed with another scope and another resolution 360 clip device. Since brushes were run through the colonoscope during cleaning without resistance, and the clip was not found, it was believed that the clip had already been removed. Additionally, the scope was ran through the evotech and disinfection ran a normal course with no alarms engaged. Thus, the colonoscope was put back in service and was used in 12 patients. It was noted that resolution 360 clips were also used during the procedure on patient 8 without incident. During the procedure on last of the 12 patients, where resolution 360 clips were also used, it was reported that the physician tried to suction up a large polyp without success. Allegedly, upon pushing the polyp out of the channel, the clip that had been lodged in the scope came out with the polyp and was removed. It was confirmed that this clip did not belong to this patient. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.